Event description:
Allegedly, patient complained of pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Attempts are being made to have the device returned for evaluation. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00408.

Event description:
Allegedly patient complainted of pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.